Event description:
It was reported by service report that the scale would not zero out and reading was inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Scale out-of-calibration.